Event description:
It was reported that customer experienced recurring cartridge alarms, including cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.